Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This case appeared outside the USA, in spain. The spanish subsidiary notified us of an adverse event on 15-mar-2023. A patient was injected on (B)(6) 2022 with 1.2ml of teosyal rha 4 in the nasolabial folds and the oral commissures (mental area), with bolus and retrotracing technics. Approximately 8 months after the injection, on (B)(6) 2023, the patient presented with an induration in subcutaneous cellular tissue in both nasolabial folds and the mental area of moderate intensity, and a tumor in the right supramandibular area with a similar lesion in the left area. Because of this, the patient went to the emergency room on (B)(6) 2023. She was prescribed antibiotic (amoxicilline/clavulonic acid 875/152 mg 1 tablet/8h). On (B)(6) 2023, the patient saw the dermatologist who indicated a possible granulomatous reaction to hyaluronic acid and prescribed topical corticosteroid (clovate cream 2x/ day for one week) and suspended the antibiotic. According to the follow-up information received on (B)(6) 2023, a medical assistance was provided. The local medical expert recommended to prescribe : - antibiotics : moxifloxacin 500mg/12 hours and clarithromycin 400mg/12 hours for 21 days - corticosteroid : deflazacort 0.5mg/kg weight/day (5 days) - 1mg/kg/day (11 days) - 0.5mg/kg weight/day (5 days). - gastric protector (omeprazole or pantoprazole). - probiotics: (30 days), 20-30 billion cfu/day. - on the 5th day, hyaluronidase (previous allergy test), to inject into nodules between 30-120 iu per nodule (depending on size). Despite reminders, no other information was provided. The patient situation, and symptoms' evolution are monitored.